Event description:
It was determined that the right and left c-arm switches needed to be replaced. Once this was completed the system was working as intended.

Event description:
It was reported that the gantry was exhibiting unintended motion during c-arm rotation. No injury reported. A field engineer was dispatched to the site. As of today this investigation is still in progress.